Event description:
It was reported that patient reported that they had disconnected the infusion tube from the syringe in his sleep and had mildly dyskinetic and was taking ropinirole. No further information is available.

Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. FDA registration number reporting site: 8021545 manufacturing site:8021545.